Event description:
It was reported that, after a thr construct had been implanted, the patient experienced pain. A revision surgery to explant the acetabular component was performed. It is unknown whether the femoral head was explanted or not. The anthology stem remained in situ. The current status of patient is unknown.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted. This is an anthology study. It was reported that, after a thr construct had been implanted, the patient experienced pain. A revision surgery to explant the acetabular component was performed. It is unknown whether the femoral head was explanted or not. The anthology stem remained in situ. The current status of patient is unknown. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.